Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, after locking the knot by gently pulling back on the white non-rail, keeping the suture coaxial to the trimmer and testing for hemostasis, it was found that active oozing still occurred. The physician repeated the step of rewrapping the blue rail suture and advanced the suture trimmer. The suture was held with guitar string tightness and the knot was re-locked by pulling back on the white non-rail suture, testing for hemostasis, bleeding continued. The device was removed and manual arterial compression was applied for 10 minutes to achieve hemostasis. There were no reported adverse patient sequelae. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The return of the device may have assisted the investigation of the reported event. The most likely cause for the lack of hemostasis, in this case, is mislocation of the knot. Knot mislocation can occur due to a number of factors including, but not limited to, manufacturing deficiency, user technique, or patient anatomical conditions. During manufacturing, a final inspection is performed on all proglide devices and sampling of finished devices is destructively tested to verify the functionality of the device. Rotation of the device during plunger/needle deployment and failure to maintain adequate foot position against the arterial wall can cause a suture mislocation and result in lack of hemostasis. A conclusive cause for the reported difficulty to positioning the knot could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be a lot specific product deficiency. Based on the review of the complaint handling databases, event information and testing/inspection criteria for this lot, a product quality deficiency was not noted.